Event description:
It was reported that the pressure reading stayed at zero all procedure. Toward the end of the case it did not rise as pressure was increased.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the pressure reading stayed at zero all procedure. Toward the end of the case it did not rise as pressure was increased.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. Probable root causes for the reported failure could have been caused by: use error and/or, internal software error. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.